Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d8, d9 - date returned to mfg, h2, h3, h4, h6, h10, h11 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed and found damaged protector (broken). However, "flickery image" could not be reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: cut in the cable (damaged cable), and watertightness failure. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user and it is likely that moisture entered the device due to the damaged cable unit and protector, leading to a temporary image problem. The event can be prevented by following the instructions for use, which state "never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head image fades temporarily. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E2: health professional ¿ (unknown); e3: occupation ¿ no information provided the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image fades temporarily. It is unknown when the issue occurred. There were no reports of patient harm.